Event description:
When screwing in needle to the insulin pen, spring mechanism in the needle came loose. The exposed needle pricked the nurse's finger. This occurred before administration to patient.